Manufacturer narrative:
The insulin pump was received with intermittent buttons including down arrow button due to corroded keypad traces. The insulin pump was received with cracked case at display window corners, cracked display window, cracked battery tube threads, minor scratched display window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported there was no button response on the up and down arrows. Customer's blood glucose was unknown. The insulin pump is being returned for analysis.